Event description:
MFR rep reported a "trial lead" pt rec'd a shock when approaching a store security system which resulted in a torn rotator cuff. The pt was 20 feet from the doorway. The device is not yet registered with the MFR and there is no report of device explantation. MFR rep reported the pt is recovering. A f/u report will be sent when add'l info is rec'd.